Event description:
A customer contacted beckman coulter inc. (Bec) in regards erroneous high sodium (na) results on 4 patient samples generated by synchron cx5 delta clinical system. The results were not reported out of the laboratory. The samples were repeated and lower results were obtained. Patient treatment was not impacted.

Manufacturer narrative:
The samples were serum. Per customer, the qc was within the laboratory established ranges prior to and after the event. A bci field service engineer (fse) cleaned the flow-cell and replaced the carbon bridge. Fse verified performance.